Event description:
The device was used during a "vats" lobectomy procedure. Reportedly, the instrument broke and a component disengaged into the pt's cavity. The hospital has reported no pt injury occurred.